Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose (bg) level was over 600 mg/dl. After the occlusion alarm, the customer would change the infusion set or cartridge. The customer was to address the bg level with insulin injections. As the supplies to the pump had been changed prior to contacting tandem technical support and the customer was not currently receiving an occlusion alarm, troubleshooting to determine a possible cause of the past occlusion was unable to be performed.